Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a laser was not working during a surgical procedure. The cassette and probe were replaced but the laser was unusable. The surgery was able to be completed although the laser portion was not. There was no patient harm.